Event description:
Following a crt-d replacement procedure (sorin crt-d model paradym sonr 8770, s/n (B)(4)) noise and low impedance were indicated by the replacement crt-d in relation to the subject lead. The lead was replaced. The dislodged lv lead (sorin situs otw uw28d, s/n (B)(4), MDR: 1000165971-2013-00168) was also replaced.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.